Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17674973, model/catalog description: infinion 16 lead kit 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss of stimulation. It was noted that the leads had high impedances. Per physicians assessment, the patient had multiple fractures in the lead. The patient will undergo a lead revision procedure.